Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left forearm. A 6.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilatation. However, during second inflation at 6 atmospheres for 1 minute, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient injury reported and the patient condition was good.